Event description:
It was reported that during an arthroscopic shoulder procedure using the quantum 2 system, the ablation function was not working at all. The surgeon opted to use a competitive product to complete the procedure. There were no significant delays or pt complications reported as a result of this event.